Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation the pulse generator exhibited elective replacement indicator. After a firmware download, the device resumed normal function. The patient did not experience any adverse consequence.